Manufacturer narrative:
This report is to provide information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported event was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited no image because the ultrasonic probe would not rotate. There were no reports of patient involvement.